Event description:
It was reported that the catheter balloon difficult to deflate during the pretest. Per sample evaluation, it was observed water leak from the catheter due to a tear on the funnel.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The evaluation found that the tear on the inflation funnel which caused the water leakage. The tear looks jagged which could be caused a sharp object from the outside. The exact cause of how and when the problem was occurred could not be determined. A potential root cause for this failure mode could be due to a user related (example: contact with sharp objects/ mechanical failure/ operator error/ thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during pretest. Per sample evaluation, there was observed water leak from catheter due to tear on funnel.